Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was returned. The mating grip surface exhibits full coverage of brazing material. The grip surrounding the carbide insert do exhibit damage that would have contributed to the detached insert. The grip tip is bent. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large needle driver instrument was found to have bent jaws. The procedure was completed with no reported injury.